Event description:
Home patient (hp) reports connecting self to the pt line of homechoice set before hp should have, during prime. Hp reports baxter technician assisted hp in continuing treatment. No pt injury or medical intervention required per rn.